Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the pump was emitting frequent occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/05/2014 with the following results:a review of the pump¿s history showed multiple occlusion alarms with high force on 12/05/2013. The time and date were accurately set at the start of investigation. The pump was able to be primed successfully and was exercised for 24 hours with no occlusions or alarms. The force sensor was found to be in calibration. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.